Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2019-01619. It was reported patient suffered an accident and lost stimulation as the system was not working. Diagnostics indicated impedance check were invalid. Reprogramming attempts were unsuccessful. X-rays indicated no fracture. To address the issue patient may be awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg and lead were replaced and postoperatively effective therapy was reported.